Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 450 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed failed battery test. The customer was advised to insert a new battery into the insulin pump. Nothing further was reported.